Event description:
Customer reported loose wires and connections on the hv cable. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable. System operates as intended. The MDR is related to ge healthcare complaint number.